Manufacturer narrative:
The reported event was not confirmed and no failures were found; the device was serviced for preventive maintenance and returned to manufacturer loaner stock.

Event description:
It was reported that during a procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.